Event description:
Patient was treated as part of an ongoing ide study with a commercial device. Treating physician initiated a complaint to document a failure to implant a device in patient's left lateral lobe; procedure was then completed successfully. Returned device was received on 18 november 2016 and analyzed 22 november 2016. It was noted that a needle tip fragment of approximately 35 mm in length was missing from the returned device. The needle break was recorded in the procedural cystoscopy video without confirmation as to whether the needle fragment was detached from the device or not. Physician was notified and conducted a follow-up cystoscopy on (B)(6) 2016. No needle fragments were identified during follow up cystoscopy. Patient is satisfied with procedural outcome, experiencing reduction in luts without adverse sequelae. Patient continues to be followed in clinical study and under the normal routine care of his physician.